Event description:
The customer reported the tip wire of the single use 3-lumen sphincterotome was broken. The issue occurred during a diagnostic endoscopic retrograde cholangiopancreatography (ercp). No parts fell off. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the knife wire was deformed and not cut. The wire sheathing was torn and partially peeled off of the wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the torn coating could not be determined, likely factors causing the tear could have been the following: - the knife wire was deformed and the coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. - it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. It is possible that a force was applied to the distal end of the device during device handling as described below, which could have caused the tube and the cutting wire to deform. - when pre-curved stylet was removed - when an attempt was made to curve the distal end of the tube - when the device was inserted into the endoscope - when an attempt was made to extend the distal end of the tube while the forceps elevator was raised - when the guide wire was inserted into the distal end of the tube, if the guide wire was used for the procedure the customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : - when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. - do not use excessive force to bend the distal end. This could damage the cutting wire. - do not insert the instrument into the endoscope when the cutting wire is tightened. Doing so may extend the distal end of the insertion portion from the endoscope tip abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. - when inserting the instrument into the endoscope, hold the slider firmly. Otherwise, the distal end of the insertion portion may bend and could extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope or instrument. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.